Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of (338 mg/dl) the customer took bolus and manual injection to stabilize bg level. The customer declined to troubleshoot with tandem technical support. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.